Event description:
It was reported the handpiece was overheating. No patient impact was noted.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The returned device was analyzed. Temperatures recorded *nose cone 50.9 degrees c *middle nut 43.5 degrees c *housing 28.0 degrees c.

Manufacturer narrative:
(B)(6).